Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead exhibiting high defibrillation impedance. It is suspected that this was caused by a fluid decrease that was confirmed by fluid status monitoring reports. The lead remains in use and it was suggested that the alert limit be increased. No patient complications have been reported as a result of this event.